Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: customer reports error code 133.6080 on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: informed customer this could be due to the main speaker, the rs-232 board, or the logic board. Recommended customer remove the main speaker and board assembly and swap it with a known good assembly. If fault clears the issue is not the logic board. Informed customer if then replacing the speaker does not clear the fault, the issue is the rs-232 board. Provided part numbers customer will move forward with my recommendations. Ended call.